Event description:
It was reported that the inflation valve was cracked and leaking just after placement. The damage was not found visually. As per follow up via ibc on 15jun2022, the water leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per additional information received, bd has determined that this event is not reportable . H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the inflation valve was cracked and leaking just after placement. The damage was not found visually. As per follow up via ibc on 15jun2022, the water leaked. As per investigator mail received on 23dec2022, the catheter was evaluated and no issues or damages was noted or observed. The failure was against the stem housing and the blue luer was detached on sample port connector which cause the reported failure. It was also confirmed that no separate or second complaint needs to be open. The defect was not identified in the drain bag.